Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 77-year-old female patient presented to his (B)(6) dental office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2025 at tooth location #30. It was reported that the implant was placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026 at the second-stage surgery. During the examination, the doctor discovered that the implant had failed to osseointegrate and was removed on the same day of the visit using the hahn implant driver. The implant was replaced. The patient exhibited symptoms of inflammation and granulation/fibrous tissue around the implant, which resolved after implant removal. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type iii bone quality and good oral hygiene. No abnormalities with the implant or the packaging were reported.